Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed software error detected alarm. The customer¿s blood glucose level were 181 mg/dl, 287 mg/dl. The customer's mother was assisted with troubleshooting and reported that they were unable to clear the alarm and able to complete pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.